Event description:
Forceps were used and tested before entering patient. Prior biopsies were done with same forceps, no problems. Until random esophageal biopsies were done, forcep malfunction. The operating handle felt loose, forcep was removed from patient and inspected. It was discovered while opening and closing forcep, that the wire inside the body broke. Forcep was put aside and a new forcep was used.